Manufacturer narrative:
The device was returned to a philips authorized repair center. The device was tested and passed visual inspection and functional testing. Additional information was requested, regarding sound coming from the speaker at the time of the occurrence; no further information was received. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed, but could not be ruled out to have occurred at the time of the event, due to no further information being received. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: (B)(6).

Event description:
Philips received a complaint on an intellivue mx500 patient monitor indicating that the monitor showed a speaker error, regardless which module is connected. It was unknown if the device was in clinical use at the time the issue was discovered. No adverse event or patient harm was reported. At the time of this report, it is unknown if the speaker was able to produce sounds, despite the error message.